Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a repair surgery in (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent cystoscopy, debridement of exposed mesh, and mesh implant on (B)(6) 2010 due to incontinence. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent an interstim stage 1 and 2 placement on (B)(6) 2012, due to urgency of urination and urge incontinence. It was reported that the patient underwent a cystoscopy and removal of vaginal sling on (B)(6) 2012, due to extrusion of transurethral sling into the vaginal mucosa. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-00677. The same patient is represented in each medwatch.